Event description:
It was reported that an unspecified red alert was observed from this subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient was subsequently hospitalized. The device data was forwarded to boston scientific technical services (ts), who confirmed that the error was benign, and that the device was operating normally following the reset. Although the cause of the error was unknown, ts determined that it was not likely to reoccur and that it was safe to discharge the patient. The physician subsequently discharged the patient and is continuing with normal follow-ups. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.